Event description:
During an acl procedure it was reported that after passing the soft tissue allograft through tibial and femoral tunnels with use of passing pin (trans-tibial technique), the surgeon became aware that the drill tip portion of the pin had broken off. The surgeon reported this occurred while drilling his femoral tunnel location with femoral offset guide. After realizing the pin broke, it was reported the surgeon decided not to remove it and just passed the reconstructed allograft acl. After a thorough irrigation and arthroscopic examination of the knee, it did not reveal the location of the drill tip. The surgeon therefore completed the procedure. There are no known patient injuries or complications at this time. A back up device was available but was not used. The patient¿s post-operative condition is reported as ¿normal post-op acl course.¿ there was a 10-15 min procedural delay looking for tip of drill in the joint space of the knee. There are no images reported to be available. The physician does not have plans to attempt removal of the retained fragments. There were no reported additional medical interventions or increased monitoring of the patient.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: two 2.4mm drill tipped passing pins were returned for evaluation. Sample (a) is slightly bent and is scored roughly mid-point of its length. Drill tip is intact. Dimensional assessment found the device within print specification. Sample (b) is dramatically bent and missing a major portion of its drill head. The shaft is also scored along its entire length. Material is missing from the bent area indicating that the passing pin was bent during the over drilling process. Due to the returned condition of this device dimensional assessment was prohibitive. Given the returned condition of this device excessive force would be needed to perform the over drilling which likely caused the breakage. Per the device IFU ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).